Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that when the rn was drawing up medication from the vial to the syringe, the vial access cannula had a small hole in the side and medication was squirting out of it resulting in wasted medication. The vial and medication had to be wasted and a new vial was utilized. No patient injury was reported.